Event description:
It was reported that the device displayed error code 41171, unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 28-feb-2025. H6. Investigation codes: updated. Investigation summary: customer complaint of ¿ec 41171¿ confirmed through pump power up test. Device alarmed system fault 41171 when powering on. Device would power into mu mode for less than 10 seconds before alarming system fault 41171. Unable to reinstall software without the device alarming. Replaced (printed wireless assembly) pwa board. Repair confirmed through pump power up test. Upon further investigation, found delaminated dso (downstream occlusion) seal. Replaced dso seal. Found dented and lifting aild (air-in-line detector). Replaced aild. Found air bubble in uso (upstream occlusion) seal. Replaced uso seal. Found torn environmental chassis gasket. Replaced chassis gasket. Device not received with battery door. Replaced battery door. Performed dso/uso calibration and lcd calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated to 1.6. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.